Event description:
The account alleged the brakes are not holding on this bed. No injury reported.

Manufacturer narrative:
The technician replaced the brake block and stiffener plate to resolve the issue.